Event description:
Healthcare professional (hcp) reported a blood leak on a CT 190g dialyzer. The blood leak was noted by an alarm in 2001, use #16. The blood leak was verified by a positive hemastix result. A new dialyzer and blood lines were set up and the treatment continued without further incident. No patient injury or medical intervention was reported by hcp.